Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9316051. Our subcontractor was informed about this issue. In february, we received a documentary investigation: "the root cause was probably due to a raw material's balloon defect." In february, we have not received sample. Upon receipt it, complaint will be reopened and updated. Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action: (B)(4): "pb ballons (bulles + agglutinés)" opened in (B)(6) 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. Monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored. A similar case study was performed based on same item number ab63xx, same defect: balloon burst, over last four year; 56 similar cases were found. A clinical evaluation was performed and concluded: the information reported by the complainant is limited regarding indication, circumstances of use (nature of lubricant used, volume / nature of inflation liquid, balloon pretesting, duration of use, patient care after the incident).

Event description:
According to the available information the catheter balloon split this morning after manual clot removal with a syringe.